Event description:
It has been reported to the co that during a percutaneous transluminal coronary angioplasty. Procedure an ostial dissection which spiriled distal when trying to seat the guide catheter. Physician placed multiple stents to repair artery. Pt status is fine, and the product is not being returned for analysis.